Event description:
It was reported that air in the IV line passed through the air-in-line sensor with no alarm. The unspecified infusion was infusing at a rate of 100 with a volume to be infused (vtbi) of 958.139. The nurse was able to stop the infusion before the air reached the patient. .patient received air infusion of unknown amount for unknown amount of time. There was no patient information, and no patient harm.

Manufacturer narrative:
The report of air passing through the pump module without alarming was not confirmed. Sample inspection: n/a, only device logs were received for investigation. The tubing was also not received for investigation. The pcu event log contained no obvious programming errors that would result in the reported event. The pcu event log shows pump module s/n (B)(6) was programmed via remote IV request to infuse drugid 2 at a rate of100ml/hr with a vtbi of 1000ml at 5:40 am on (B)(6) 2021. At 5:41 am, the device was programmed via remote IV request to infuse drugid 524 at a rate of 250ml/hr with a vtbi of 250ml the infusions ran until 6:01 am when the user paused the secondary infusion and then channeled the device off. There were no alarms prior to the user channeling the device off. The volume recorded as being infused during this period was 1.607ml for the primary infusion and 83.913ml for the secondary infusion. A review of the device error logs found no errors during the time of the reported event. *note: the error log for the source pump module (s/n (B)(6) was not received for investigation. The pump module settings for air boluses were 250microliters for a single air bolus and accumulated air was enabled. It is likely that the air boluses observed by the user were not large enough to trigger an air in line alarm. At the alarm setting of 250 microliters the bolus would have to be approximately 1.67 inches in length before triggering the alarm. Device history review: a review of the device history record showed the device had a manufacture date of 07 february 2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : suspect device not received - log review only.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient information was not provided.

Event description:
It was reported air in IV line being passed through the alaris IV pump channel with no alarm. The rate was rate 100 vtbi 958.139, the medication is unknown. Patient received air infusion of unknown amount for unknown amount of time. There is no patient information.